Event description:
Infant placed in warmer with temp probe in appropriate place and well adhered. Setting changed to skin(servo) as per protocol. Warmer adjusted to temp of 35.6 c. Within 1/2 hr infant noted to be very red on entire back where exposed to radiant heat. Pt temperature on warmer read 35.6 c. Warmer was putting out full heat. Warmer turned off immediately, infant cooled with cool water and placed in isolette. Infant's color on back returned to normal within 30 minutes.the temperature probe was retrieved by biomed the next day to use for testing with the warmer and no problems were identified. They were unable to replicate any malfunctions with the system. No other means of temperature monitoring was used on this infant. The temperature probe was taken to the isolette with the infant and functioned correctly. Question whether an actual problem with the equipment or if the infant simply had hyper-reactive skin to the radiant heat. No problems developed after this incident with the infant.